Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance on the right ventricular (rv) lead channel which resulted in a lead safety switch (lss). The safety switch programming led to oversensing of noisy signals on the ventricular channel, as well. Technical services (ts) provided troubleshooting actions and monitoring. An x-ray was done and showed no major changes since implant. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was replaced. No additional adverse patient effects were reported.